Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for potentially associated lot number: h12f21033. No exceptions were observed that were related to the reported condition. The problem could not be confirmed, as no sample was available for evaluation. Therefore the cause could not be determined.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment for peritonitis included unspecified intraperitoneal antibiotics for two weeks. The patient recovered from the event of peritonitis. No further information was provided. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.